Event description:
It was further reported that the left lead was removed and replaced. The patient was getting stimulation on the left side again, though with very high amplitudes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation. The stimulation condition was reported following a fall that had occurred two months prior to report. The patient reported that the implantable neurostimulator (ins) on the left side of his back hadn't worked since the fall. The patient further reported that with the "voltage turned all the way up" he could feel stimulation "slightly" when he "pushed on the battery can." The patient also noted that he can get the stimulation to go "on and off" by pushing on the ins. Impedance tests returned values of 2000-4000 ohms, which are higher than the normal operating range. A revision was planned at the time of report, with no specific date reported. Additional information has been requested. A supplemental report will be filed if additional information becomes available.